Event description:
A purchasing agent reported that 30 minutes following intraocular lens (iol) implant surgery, the iol was explanted due to surgeon decided to use another lens. Additional information was received from the surgical nurse at the facility, who indicated the procedure was delayed approximately 30 minutes due to the lens "didn't fit right." The lens was explanted and replaced with the same model, same power iol with no complications.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in this lot. The product investigation could not identify a root cause. (B)(4).